Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The device manufacturing date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced an allergic skin reaction at the sensor site while wearing an adc device. The customer experienced pain while wearing, inflammation at sensor site and had contact with a healthcare professional who provided unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from (B)(6) based on product return. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visual inspection was performed on the returned adhesive and no issues were observed. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history record) for the freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced an allergic skin reaction at the sensor site while wearing an adc device. The customer experienced pain while wearing, inflammation at sensor site and had contact with a healthcare professional who provided unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.